Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a foreign particle was injected into the patient's eye with the viscoelastic healon, right before the intraocular lens (iol) implantation. Reportedly, the particle was very tiny and appeared bluish. The surgeon removed the particle, opened a new viscoelastic healon and completed the surgery. No impact to the patient was observed. A delay in the surgical procedure of 5-10 minutes was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/12/2017. Device returned to manufacturer? Yes. The returned complaint sample consisted of the activated cylinder (with no expellable solution), the cylinder holder, the plunger rod (screwed into the backside of the blue rubber plunger) and the cannula with the protection sheath which was attached at the cannula mount on the holder. A blue particle was also returned and it was analysed using the fourier transform infrared (ftir) spectroscopy. The blue particle was identified as butyl rubber and is identical to the material used in the blue perforation membrane/blue rubber plunger. The blue particle is a coring particle from the blue rubber perforation membrane. Coring of the perforation membrane is a known event which can lead to the generation of a blue rubber particle which can be expelled into the patient¿s eye during use of the product. This can occur if the product has not come up to room temperature before use and therefore the rubber is less flexible than at room temperature. The customer's reported complaint was verified. A video of the procedure was also provided and it was evaluated. The video showed a blue coring particle coming out of the cannula attached to the syringe. Visual inspection on retained products was performed. 48 samples were investigated. No visible defects were found on the package, cannula or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels were correct. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no previous complaints for this lot number have been received. The directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The dfu indicates that product should be allowed to attain room temperature prior to use. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.